Event description:
It was reported that the device had two pors (power on resets) in one day; the latest one while the device was being interrogated. It was subsequently explanted. No patient complications were reported as a result of this event.